Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.